Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info has been requested, but not yet received.

Manufacturer narrative:
Additional info from the importer report: (B)(4) 2012. Avaulta posterior biosynthetic support system, catalog #: 486020; (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced recurrent cystocele/rectocele, bowel obstruction, bowel perforation, diverticulitis, dyspareunia, hernias, obesity and pelvic organ prolapse. Vaginal pain and exposed mesh. Post-operative patient treatment included mesh excision for vaginal foreign body, hysterectomy, bilateral salpingo oophorectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced recurrent cystocele/rectocele, bowel obstruction, bowel perforation, diverticulitis, dyspareunia, hernias, obesity, pelvic organ prolapse, vaginal pain and exposed mesh. Post-operative patient treatment included mesh excision for vaginal foreign body.